Event description:
It was reported that there was air in the lv set line. The customer replaced the IV tubing, and air was still noted. There was patient involvement and no harm. Bd received additional information. It was reported that the air bubbles were in the tubing were observed below the air-in-line sensor ("about 6 inches bubble of air") and the device did not alarm air-in-line. The tubing involved was bd alaris pump infusion blood set ref# (B)(4).

Manufacturer narrative:
Additional information: imdrf annex c, d and g codes.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was air in the lv set line. The customer replaced the IV tubing, and air was still noted. There was patient involvement and no harm. Bd received additional information. It was reported that the air bubbles were in the tubing were observed below the air-in-line sensor ("about 6 inches bubble of air") and the device did not alarm air-in-line. The tubing involved was bd alaris pump infusion blood set ref#(B)(4).

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was air in the lv set line. The customer replaced the IV tubing, and air was still noted. There was patient involvement and no harm. Bd received additional information. It was reported that the air bubbles were in the tubing were observed below the air-in-line sensor ("about 6 inches bubble of air") and the device did not alarm air-in-line. The tubing involved was bd alaris pump infusion blood set ref#(B)(4).